Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the exposed rv (right ven tricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, but prior to implant, the physician visually noted that the right ventricular (rv) lead proximal coil had a kink or bend. The lead was not used and another same model lead was successfully implanted. No patient complications have been reported as a result of this event.